Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for obsessive compulsive disorder (ocd). It was reported the patient was hospitalized for treatment of worsening depressive symptoms. The dbs device had been turned down of the request of their hcp due to complaints of ineffectiveness. The device was titrated and the ins was replaced. It was reported this event was unlikely related to the study device. The primary discharge diagnosis was ocd and depression. The date of admission was (B)(6) 2018 and the date of discharge was (B)(6) 2019 as the issue resolved. No further complications were reported as a result of this event.